Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two (2) events were reported for this quarter. Product return status: one device was received for evaluation. One device was not available to stryker for evaluation. Evaluation status: one events were confirmed during testing. One device was found to be affected by shattered bearings. Product disposition: this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. Two (2) events had patient involvement; no patient impact.